Event description:
Post procedure, after suture, the sidearm of this device detached. Reportedly, the suture was then snipped and the device was removed and removed and replaced. The pt is reported as fine and the device is being returned for anlaysis.